Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No repair history was available for the past year as the product does not have a repair support. Unable to identify the root cause. The following was confirmed. Qb board is defective no other defects were found the phenomenon was attributed to faulty qb board, the cause of which cannot be identified. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center ) olympus prerov. Device return inspection found the subject device has only black image after power on and only green led lights showed. No other faults found. The monitor has a defective qb board and needs to be replaced. Evaluation findings confirmed the customer reported issue and found to be attributed to faulty qb board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported no image during preparation for use for a laparoscopic procedure. The planned procedure was performed with a second monitor in the room. There is no patient injury reported on this reported event. No user injury reported.